Event description:
It was reported that a doctor implanted artia back in (B)(6) of 2017. They had used two pieces of artia bilaterally on a breast revision patient. Patient has now presented with bilateral nodules that have formed along their imf and lateral folds. Patient has recurrent capsular contracture baker grade iii on both sides. Doctor removed the artia on (B)(6) 2019. Device with lot number up100097 was affected.

Manufacturer narrative:
Device evaluation: 1a (left "normal" breast) a dense collagenous tissue layer is seen, with focal foreign body reaction, consistent with full graft incorporation. 2a (left breast "nodular" areas of artia graft) folded layers of largely unincorporated acellular collagen graft material, surrounded in many areas by a layer of dense collagenous ingrowth. The nodularity noted grossly therefore corresponds to in-folded layers of unincorporated acellular collagen graft.

Manufacturer narrative:
Our investigation of lot up100097 includes: manufacturing review: review of information as reported. Review of the device history records and complaint history records associated with lot sp100493. Results of review: review of the processing history records for lot up100097 is as follow: the lot was aseptically processed, terminally sterilized, and met qc release criteria. 87 devices were released to finished goods. As of 17/sep/2019, three similar complaints have been reported against lot up100097. As of 9/11/2019, of the (B)(4) devices released to finished goods for lot up100097, (B)(4) have been distributed. Of the (B)(4) distributed, 27 have been reported as implanted. Conclusion: qa investigation into lot up100097 resulted in no remarkable findings including (B)(4) devices distributed with three similar complaints reported against the lot and no deviations or nonconformances revealed during processing. Lot up100097 was terminally sterilized and met all qc release criteria including mechanical testing.

Event description:
It was reported that a doctor implanted artia back in (B)(6) of 2017. They had used two pieces of artia bilaterally on a breast revision patient. Patient has now presented with bilateral nodules that have formed along their imf and lateral folds. Patient has recurrent capsular contracture baker grade iii on both sides. Doctor plans on removing the artia on (B)(6) 2019. Device with lot number up100097 was affected.